Event description:
18 yr old female with post partum cardiomyopathy with cardiowest artificial heart device. Pt experienced decreased cardiac output, tamponade & pleural effusion. Triple lumen internal jugular line changed. Pt again experienced decreased cardiac output. Pt coded. Pt's chest was opened. Line believed to be in inflow valve. Pt densely comatose, not expected to recover.